Event description:
It was reported that pt experienced itching; redness and tiny red bumps underneath adhesive tape. Skin has become red and blister/skin breakdown under mass/border. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of complaint trend for previous 12 months was performed and there are total of 2 complaints of this type for this icc code. There was no indication of complaint trend based on this review.